Event description:
A customer reported that the alarm on their device did not alert them quickly enough to treat a low blood glucose level. As a result, the customer's blood glucose level fell to between 40-49 mg/dl, which is considered low. To address this, the customer consumed carbohydrates and did not require third-party assistance. The issue was attributed to a misunderstanding of the device's alert settings and functionality. Technical support educated the customer on the correct usage, and the system was verified to be functioning correctly. The customer acknowledged the information and planned to discuss alert settings with their healthcare provider.